Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent capture due to dislodgement, confirmed via fluoroscopy. The lead was repositioned without complication in a procedure. Post-procedure the patient was discharged.

Manufacturer narrative:
Additional information: procedure date included in b5.

Event description:
It was reported, a patient's right ventricular (rv) lead presented with intermittent capture, due to dislodgement. Confirmed via fluoroscopy. The lead was repositioned without complication in a procedure on (B)(6) 2024. Post-procedure: the patient was discharged.

Manufacturer narrative:
Correction: d3, g1 - report should have been submitted with a (B)(4) manufacturer reference number.